Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath was selected for use. When the faradrive sheath dilator was to be exchanged for the hd grid mapping catheter, air bubbles were seen entering the sheath. After aspirating and flushing the sheath in an attempt to mitigate the air bubbles, this did not resolve the issue. The physician believes there may have been a leak in the proximal hub where the catheters are entered that contributed to the air ingress seen. The sheath was replaced, and the procedure was completed without patient complications. Use of the farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The sheath is expected to be returned for analysis.